Event description:
A laser fiber wire broke off inside of the patient's right kidney. After speaking with the surgeon about it, he felt that no other intervention was necessary including an xray. He said the reason he felt an x-ray was unnecessary was because "laser fiber tips are non detectable through x-ray". Surgeon also stated that after looking in the patient's ureter and kidney that the fiber was undetectable and "did not see it in order to retrieve it". Upon further conversation, surgeon did state that he would "inform the patient of what happened" regarding the fiber wire tip. This is not the first time laser fiber wire tips of this particular brand and batch have broken off during surgical procedures. Tip of the fiber while it was inserted through the scope. Tip of the fiber broke while running up the scope. The fiber was still useable. Settings: energy: 0.3j, frequency: 50hz, power: 24w.